Event description:
The following information concerning the event was copied from an e-mail from the foreign distributor. "Description of problem according to the engineers, no matter how they have checked the speaker and connectors, still no sound comes out from this speaker."

Manufacturer narrative:
Note: this is a failure of a spare part upon installation. The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty alarm speaker assembly for evaluation. As of (B)(6) 2011 the alleged faulty alarm speaker assembly has not been received. Once the alarm speaker assembly has been received and the evaluation completed, a follow-up medwatch report will be submitted. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus at present carefusion considers this to be an isolated incident.